Manufacturer narrative:
The agent reported, glenosphere disassociated from baseplate. Complaint has been evaluated and is similar to report number 1644408-2021-01376; 508-36-101, s817 - dissociation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to glenosphere disassociated.